Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences and predicted low blood glucose . Customer's blood glucose was 190 mg/dl. After the troubleshooting was done, the customer was advised to calibrate only when stable and insert sensor in the area where pressure can't be applied on the sensor. Customer was advised to call 24 hour helpline when having any issues for proper troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.